Event description:
A physician reported that during surgery, they noticed that lens used in the surgery had become cloudy after the surgery. Currently, the white clouding has cleared, was clean, and there were no problems with the patient's vision. Confirmation will be made on the product, when the clouding was present postoperatively, when it cleared up, and the patient's current visual acuity. The lens still remains in the patient's eye. The iol became clear the day after the surgery. As of now, the astigmatism was corrected, and vision was fine. The patient did not have any particular diseases such as diabetes. Also, no drugs were used that were different from those used for other patients. Additional information has been requested.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
The product was not returned for analysis. Only photos were returned. Returned photos show implanted iol. There appears to be "polychromatic sheen" effect visible on the implanted iol. The root cause is deemed to be manufacturing related. The cause of ¿sheen¿ or ¿film-like¿ appearance is a result of a change in the positioning of the iol during the manufacturing process and is not associated with any foreign material or contamination. The observation has been reported clinically and confirmed in laboratory settings to rapidly disappear following implantation and should no longer be visible, or very little remaining, by the one-day postoperative visit. The appearance is a result of a temporary change in the surface of the iol that occurs during the delivery process which is only visible under certain orientations and illumination settings. This quickly resolves once the iol is delivered and exposed to intraocular temperature over time. There are no adverse impacts or lasting effects on the iol or the patient, and no adverse events or clinical impact on vision have been reported associated with this finding. Based on the results from the product history record, the products met release criteria. The manufacturer internal reference number is:(B)(4).